Event description:
It was reported that the ilet device¿s touchscreen was found cracked while attempting to charge it, with the family noting the device was worn in a body sleeve and the patient might have rolled onto it; the screen was unusable and the patient had trouble using the device afterward, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a device fracture affecting the touchscreen, with stress-related damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.